Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 75 mg/dl. The customer was treated with insulin pump, manual shots, lantus and novolog. The customer had symptom related to high blood glucose level such as burning at bottom of the feet and itchy feet. The customer also reported that the insulin pump received no delivery alarm and it did not occur during manual prime and the issue was resolved by complete set change. The insulin pump will not be returned for analysis.